Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nearing end of life. The ipg was not able to cover the right sided pain despite the reprogramming. The patient underwent an ipg replacement procedure wherein the old ipg was replaced with a rechargeable and MRI compatible ipg. A linear lead was also added. The patient was doing well post operatively. The explanted ipg was discarded.